Manufacturer narrative:
The investigation related to this event is ongoing. At this time, the available information is insufficient to determine a definitive root cause or whether the device contributed to the reported event. A supplemental MDR will be submitted to FDA upon completion of the investigation and when additional information becomes available.

Event description:
It was reported that a patient underwent touch cmc1 revision surgery on (B)(6) 2026, due to dislocation and defective pe liner.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: h6, h11. The reported event could be confirmed since the affected device was returned for investigation. Potential contributing factors include patient-related characteristics such as patient anatomy and laxity, surgery-related considerations including implant sizing and alignment, and external factors such as trauma and early post-operative activity. This event is a known clinical complication described in the device's instructions for use (IFU). Based on the available information, no evidence of a design or manufacturing defect was identified.